Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient treated for spinal stenosis and pathology indicating a c6-c7 anterior cervical discectomy fusion be performed. Patient implanted with vectra plate (14mm or 16mm), vectra self-drilling screws x 4 and a spacer on an unknown date. Patient fused and then developed adjacent level disc disease at c5-c6. Plate and screws were removed on (B)(6) 2011. Spacer remained implanted. Hardware was removed to avoid interference with revision hardware. Patient revised to competitor's hardware. Hospital will retain hardware. This is the 1st of 6 reports submitted on this event.